Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the pump of the dyonics 25 fluid management system ran at an elevated flow rate and was unresponsive to control. The problem was noticed during set up, a 5 minutes delay was reported and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection did not reveal any issues. A functional evaluation revealed that there was reduced flow at low rate due to a noisy impeller. The reported malfunction was not duplicated during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include issues during setup of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.